Event description:
It was reported by a customer that on (B)(6) 2011 after an extended use of the fiber at 180 watts the fiber began to excessively flash and the fiber aiming beam fired out of the end of the fiber at 260,189 joules. Additional information reported by the customer was there were no error codes displayed on the console when the event occurred. The patient did not experience any difficulties as a result of the event. The user did not experience any injury from the use of the system.